Manufacturer narrative:
B5: added updated clinical rationale.

Event description:
An impella cp was inserted via the gore 16fr sheath (not the abiomed provided and approved introducer sheath) to support the 84 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had a history of peripheral arterial disease and calcification, dissection of abdominal aorta post balloon tamponade and stenting, and was maxed on 3 vasopressors. Prior to the cp being placed the patient was also on inotropes and a vent for respiratory needs. With the cp inserted via the 16fr the leg lost pulses. The medical team did acknowledge the patient had bilateral cold and mottled extremities and did not have any pulses the day prior. After 2 days the patient expired. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease which was known to be present in this patient, underlying critical illness, hemodynamic instability, and vascular access characteristics. The field representative responded that the patient eventually passed away from multiple reasons. Unable to gain access at multiple sites. Both groins and axillary sores had severe pvd making it extremely difficult to get a cp in place to attempt a coronary re-vascularization. Stents placed in both illiacs/cfa. Patient also required an abdominal ao graft placed due to complications from placement of the illio/femoral stents. Ultimately, the family decided to withdraw care. The death is being conservatively reported; however, the patient's outcome is most consistent with the underlying clinical critical presentation advanced cardiogenic shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Reportability rationale/review: an impella cp was inserted via the gore 16fr sheath (not the abiomed provided and approved introducer sheath) to support the 84-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had a history of peripheral arterial disease and calcification, dissection of abdominal aorta post balloon tamponade and stenting, and was maxed on 3 vasopressors. Prior to the cp being placed the patient was also on inotropes and a vent for respiratory needs. With the cp inserted via the 16fr the leg lost pulses. The medical team did acknowledge the patient had bilateral cold and mottled extremities and did not have any pulses the day prior. After 2 days the patient expired. To date the cause of death has not been shared, nor has there been any allegation made that the pump caused the death. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease which was known to be present in this patient, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.